Event description:
A site representative reported that while in a cranial procedure, the frame and the passive planar tracked intermittently. The patient was registered, then halfway through the procedure the frame and instruments flashed from red to yellow on the monitor screen. In trouble-shooting, camera placement was checked, finding the tracking details box was too close. Next, a medtronic representative gave instructions to move the camera between 4-6 feet away from the frame. The geometry error of the cranial frame was toggling up to 0.5mm. Medtronic technical services rep informed them that .5 mm is the max geometry error we allow for tracking. Then asked the tech to cover up the spheres one by one on the frame to see if it would track and it went to yellow. Bio-med was called to the room to power down the system; unplug and re-plug in the camera. After cycling power the surgeon decided to discontinue navigation to complete the procedure. There was no negative impact on patient outcome reported.

Manufacturer narrative:
Patient information now provided. Patient weight was not available from the site. The site had their own biomed technician test the system. Per the equipment coordinator at the site, the problem was operator error (incorrect set-up).

Manufacturer narrative:
Patient information not available from site at time of this report. Return of suspect part is not expected. No evaluation can be conducted to investigate root cause of alleged malfunction.